Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. The device was received with minor scratches on the lcd window, a cracked reservoir tube lip and scratches on the reservoir tube window. No heat damage to case assembly was noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump was cracked on the screen, following exposure to extreme heat. Customer's blood glucose was 200 mg/dl. Customer agreed to return the product for analysis.